Manufacturer narrative:
H6: added code e0306 based on additional information. Additional information: notified patient had sepsis and went comfort cares. Sepsis source not noted. Clinical review: an 86 year old male with a history of coronary artery disease, diabetes mellitus, and renal insufficiency presented in a condition consistent with scai stage d cardiogenic shock and underwent high risk percutaneous coronary intervention with mechanical circulatory support. The bleeding was noted around the sheath and required manual pressure, dressing change, forward suturing, and the use of 4×4 gauze to achieve hemostasis. Approximately one unit of blood loss was reported, and the patient received blood products. Hematuria was also reported as dark amber colored urine and it is unknown if the device was removed due to the bleeding event. The patient became septic and was transitioned to comfort care measures, based on the available information, the reported event involved access site bleeding associated with the femoral arterial entry point of the impella cp device. The bleeding required clinical intervention, including manual pressure and transfusion, and may have been influenced by anticoagulation therapy and patient movement. There is no evidence in the provided documentation to suggest a device malfunction or performance failure of the impella cp or impella rp devices. Both devices were successfully weaned and the patient survived to explant. The subsequent development of sepsis and transition to comfort care status had no documented association with impella device performance, as the source of the infection was not identified. The devices were disposed. Without device return no evaluation or analysis can be performed.

Manufacturer narrative:
The impella device has not been received from the customer; therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported bleeding from the patient¿s access site, requiring manual pressure and a dressing change.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Major bleed/access site adverse event: the cause of the access site adverse event was not determined due to insufficient clinical details. Hematuria/sepsis: the cause of the injury was unable to be determined due to insufficient clinical details.